Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that she had a friend who had this done before and she stayed in the hospital for a week. Patient stated her friend probably had a fallen bladder. The indication for use is unknown. There were no further complications that have been reported as a result of this event.